Manufacturer narrative:
Additional information: a2, a3, a4, b5.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving m75 volume error warnings that occurred during fill 2 of 5 of treatment and prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up it was determined the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving m31 air detected in cassette warnings that occurred during fill 2 of 5 of treatment and prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up it was determined the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. Additional information was provided indicating the patient also experienced m75 volume error warning alarms during treatments the past three nights. Additional information was requested but was not received to date.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving m75 volume error warnings that occurred during fill 2 of 5 of treatment and prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving m31 air detected in cassette warnings that occurred during fill 2 of 5 of treatment and prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient contact was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up it was determined the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler. Additional information was provided indicating the patient also experienced m75 volume error warning alarms during treatments the past three nights. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: b5 correction: g1